Manufacturer narrative:
The device was returned for evaluation, however, the clinical observation could not be confirmed. As received the axium coil was found damaged and detached from the pushwire. Per the initial report by the customer, the coil was detached after the case while preparing for return to the manufacturer. The pushwire was broken at the proximal end and was missing the portion of the pushwire containing the tack weld replacement (twr) crimp. Additionally, the pushwire was found bent at several locations and intact distal to the break indicator at the manual detachment location (via hypotube). Without the instant detacher and without the proximal end of the pushwire containing the tack weld replacement (twr) crimp, the cause for the difficulty during initial detachment with the instant detacher could not be determined. The break in the pushwire was located at an incorrect location for manual detachment (via hypotube) and may have contributed to the difficulty observed during detachment. Per the axium coil instructions for use (IFU): in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Event description:
Medtronic received information that this axium coil would not detach with an instant detacher or using the manual detachment method (referenced in the instructions for use) during the coiling treatment of a left ophthalmic aneurysm. It was reported that the physician tried to detach the coil five times with an instant detacher and 2 more times with the manual method, but it failed to detach. The physician withdrew the coil successfully and replaced it with another same size coil and finished the procedure. No patient complications were reported. After the case, while preparing the device for return the manufacturer, it detached inadvertently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.